Event description:
The operator did not follow appropriate troubleshooting technique and cut their finger while trying to replace the dimension instrument waste line drain tube. The tubing is fastened with quick disconnect couplings to facilitate tubing replacement but the operator elected to cut the tubing with a scalpel. Two stitches were requried and the operator was given an anti viral medication as a preventative for aids.